Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 7, 2018 that a genesys hydrothermablation controller was used in a hydrothermablation (hta) procedure performed on (B)(6) 2018. According to the complainant, during ablation phase, when the fluid temperature heated to 80 degrees celsius and reached 100 degrees celsius, a faulty cassette alarm was detected. The staff tried to initiate cool down mode but the controller was not responding. A plastic burning smell was noted and smoke was coming out from where the cassette was engaged. The machine was restarted and the physician waited 5 minutes for fluid to cool down. A bulb system with room temperatue saline was used to irrigate the area. Thee procedure was aborted due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.